Event description:
It was reported the patient presented with chest pain. An ultrasound was performed and cardiac perforation resulting in pericardial effusion was observed. The patient was treated with pain medication and a steroid treatment. The right atrial (ra) leadless pacemaker remains implanted and no additional intervention was required. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the physician did not consider the pericardium effusion to be due to cardiac perforation and cardiac perforation was not observed via diagnostic imaging.